Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during a revision procedure on (B)(6) 2020 (reference MFR report:1627487-2020-02704 ) an infection at the ipg pocket was noted. As such, the ipg was explanted to address the issue.

Manufacturer narrative:
The reported observation of ¿infection- explant¿ cannot be confirmed through product testing alone. The final packaging and sterility records confirmed no non-conformances occurred during the manufacturing process that would have contributed to the reported observation. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, and output signal integrity. All portions of ate testing passed. The implantable pulse generator (ipg) exhibited normal device characteristics during analysis.

Event description:
Additional information received indication that the infection has resolved.